Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint appears to be observed on the returned photo. Provided photo shows an implanted intraocular lens (iol). There appear to be white marks/lines on the optic. Based on our observation of the attached photo, there appears to be marks/lines on the optic. The origin of the observed marks/lines cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling, and the reported damage was highlighted post implantation. The reporter stated that no defects or abnormalities were identified prior implantation. Additional records were opened for company cartridge and company handpiece. In addition to this, all iols undergo 100 percent cosmetic inspection in accordance with approved manufacturing procedures. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was requested and it was reported that prior to implantation, the intraocular lens had been inspected in accordance with standard procedures, with no defects or abnormalities identified at that stage. Regarding the presence of a potential scratch and its functional impact, postoperative follow-up indicated no significant visual discomfort, and the best-corrected visual acuity remained stable at 8/10. The possible scratch was reported not to be located in the visual axis, or if present, it did not result in any noticeable functional impairment. Based on the available findings, no confirmed defect of the implant was identified. A malfunction of the injector could not be entirely ruled out; however, no clinical evidence supported this hypothesis. As a precautionary measure, the injector in question was considered for withdrawal from stock. The postoperative course was reported as favorable, with stable condition, unchanged oct (optical coherence tomography) findings, and normal intraocular pressure. Routine follow-up was to continue as per standard protocol. In view of the absence of functional complaints and clinical stability, no explantation was planned. As per reporter no further information was expected for this report.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Provided photo shows an implanted iol. There appear to be white marks/lines on the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery with an intraocular lens (iol) implant procedure, there was a mark on the implant. There was no issue occurred during folding. Additional information has been requested but no information is available at the time of this report.